Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to noise. Noise was reproducible with arm movement. High capture threshold was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.